Event description:
It was reported that during the procedure, 260,775 joules and at a laser time of 37:50 the fiber flashed in the output window and was not working. The procedure was completed using a new fiber. There were no patient complications. Additional information was received following returns analysis of the fiber; the glass cap exhibited a distal circumferential fracture. Distal circumferential fractures may lead to forward firing.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic analysis identified a distal circumferential fracture in the glass cap. The metal cap exhibited severe charred detritus adhesion. The fiber was tested with a hene laser fixture and there were no signs of breakage along the length of the fiber. The control knob was attached/aligned and able to rotate the fiber. The reported clinical observation is confirmed. A distal circumferential fracture has the potential for forward firing. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the fiber damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified distal circumferential fracture.